Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: if you drop your t: slim x2 pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. The customer reverted to a backup pump as an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.